Event description:
Report rec'd from the USA stating that the attachment device "gets too hot." The attachment device was used in surgery. The type of surgery was unk to the rptr. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The attachment device was rec'd for eval. The attachment device was evaluated and the device exceeds acceptable temperature limits in the elbow and base. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If add'l info is rec'd, a supplemental report will be sent.